Event description:
As reported via the excellent study ((B)(6)), a 56-year-old female (subject (B)(6)) with a medical history of atrial fibrillation, presented with a witnessed stroke on (B)(6) 2024 at 00:00. The patient was presented to the treating hospital on (B)(6) 2024 at 02:11. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was not made available at the time of this review. The patient¿s baseline nihss score was 21 and the modified rankin score (mrs) was ¿0-no symptoms.¿ on (B)(6) 2024, the patient underwent an endovascular mechanical thrombectomy using an embotrap iii 5 mm x 22 mm (et307522/ 24e200av) for occlusions at the m1 segment of the right middle cerebral artery (mca) and a3 segment of the anterior cerebral artery (aca). The pre-pass mtici score was 0. The 1st pass was made at the m1 site, which resulted in a mtici score of 3, with clot retrieval in the stent-retriever. The 2nd pass was made at the a3 site, which resulted in a mtici score of 2b, with clot retrieval in the stent-retriever. No further passes were made. During the procedure, a guidewire was used, but the brand was not specified. A 0.021 rebar microcatheter, a 0.055 wolloby intermediate catheter, and cerebase gs 90, 90 cm, straight, distal (gs9090sd/ lot # unknown) were also used. It is unknown if there were any intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was not yet made available. On (B)(6) 2024, the patient experienced the adverse event of ¿a massive cerebral infarction on the right side of the brain,¿ which became known to the site on (B)(6) 2024 and to the sponsor on (B)(6) 2024. The principal investigator (pi) assessed this event as a serious, severe adverse event, that was not related to the embotrap study device, not related to the embovac large bore catheter (not used), not related to the cereglide71, and not related to the primary procedure. The event required the surgical intervention of ¿decompressive craniectomy was performed, intracranial decompression, intracranial pressure device implantation.¿ the outcome is recorded as ¿recovering/resolving,¿ with no end date listed. Additional information was received on 27-feb-2025. Summary: on (B)(6) 2024, the patient experienced the adverse event of ¿intracranial hemorrhage (right basal ganglia area and subarachnoid space),¿ which became known to the site on (B)(6) 2024 and to the sponsor on (B)(6) 2025. The principal investigator (pi) assessed this event as not serious, mild in severity, and as being not related to the embotrap study device, not related to the embovac large bore catheter (not used), not related to the cereglide71, but possibly related to the primary procedure. The event was not medically/surgically treated. The outcome is recorded as ¿recovered/resolved,¿ with an end date of (B)(6) 2024.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Section a1. Patient identifier: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 24e200av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Per the additional information received on 27-feb-2025, the investigator felt the event of ¿intracranial hemorrhage (right basal ganglia area and subarachnoid space)¿ was unrelated to the embotrap iii study device but possibly related to the surgical procedure. However, since the embotrap iii device was used during the procedure, the correlating relationship between the event to the used device as a contributing factor cannot be ruled out completely. Additionally, it cannot be determined whether this adverse event contributed to the patient¿s poor outcome (nihss score of 32/mrs score of 5). Based on this information, the event of intracranial hemorrhage does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 27-feb-2025. Note, there is no medical evidence to suggest the cerebase guide catheter distal access was related to this adverse event based on the location and indication of the device. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, and h11. Additional/modified information was received on 14-aug-2025. Summary: a clinical event committee (cec) adjudication for the adverse event of ¿the massive cerebral infarction on the right side of the bra¿ was received. The cec adjudicated event term was updated to ¿progression of index stroke.¿ no changes were made to the relatedness assessments; the cec assessed the event as ¿not related¿ to the embotrap study device or to the study procedure. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.